Manufacturer narrative:
Product event summary: the full lead was received, analyzed, and no anomalies were found. Analyst comments noted that the guidewire fully inserted in lead with no anomalies or resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician had difficulty passing the guidewire through the lead lumen and then had placement difficulty of the lead due to patient anatomy. It was noted that the physician believed the difficulty of passing the guidewire through the lead lumen contributed significantly to lead placement difficulty as well as patient anatomy not allowing for lead to advance adequately into the target branch. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.